Event description:
The customer contact reported the pt received more IV fluid than intended. No specific pt info, pump programming, or event details were available. There were no reported adverse pt effects. During testing at the user facility, the device passed testing. Multiple unsuccessful attempts have been made to obtain add'l info.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service.